Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was no longer functioning. A surgical procedure was performed to replace the ipp with a new ipp tenacio. No patient complications were reported.